Event description:
This is filed to report difficult gripper actuation, a single leaflet device attachment (slda), worsening mitral regurgitation and surgical intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3-4 mixed mitral regurgitation (mr) with an enlarged atrium. The first clip was implanted with no reported issue. During use of the second clip, one of the grippers would not raise. It was not possible to retract the system out of the valve. The physician decided to implant the clip without lowering the gripper. A single leaflet device attachment occurred (slda) occurred as the clip detached from the posterior leaflet and mr had worsened. The patient was taken to surgery for valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (gripper actuation ¿ single) and entrapment were unable to be determined. The reported incomplete coaptation appears to be related to the gripper actuation issue. The reported worsening mr appears to be related to the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.